Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 6 years after dental implant was installed in intraoral region 12#, its loss of osseointegration was observed. The patient presented bone type iii and 45 ncm of primary stability was achieved.